Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient stated an issue with infusion set as the patient inserted a new infusion set and had bent cannula and experienced high blood glucose level (above 40 mmol/l). Subsequently, the patient changed the infusion set and then observed that the cannula was damaged and still had high blood glucose level (over 35 mmol/l). The patient was taken to the emergency room and then was hospitalized for two nights. Currently, patient's blood glucose level was 22 mmol/l. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.